Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing was kinked/buckled, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=16.2 counts avg/day, in 17.02 days, between (B)(6) 2012 13:40:07 and (B)(6) 2012 14:10:11. Impedance - resistance/impedance increase. Daily pace impedance trend data shows a spike increase for rv pace = 784 to 1280 ohms peak between (B)(6) 2012, then returning to 768 ohms on (B)(6) 2012.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving two inappropriate shocks. It was also reported that the right ventricular (rv) lead had noise, was oversensing and had a potential fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.